Event description:
Boston scientific received information that this device triggered an alert due to high shock impedances. Further reviewed revealed that the shock impedances had been increasing and one measurements was out of range. No further action was taken at this time, the patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.